Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a field contact regarding a product being used in posterior cervical fusion procedure, for a spinal therapy. It was reported that, after the reported product was inserted, an attempt was made to adjust the angle of the head, at the time, it became hard and could not move. The product was not inserted deeply and it did not interfere with the bone. Even though the product was removed and touched by hand, according to physician's judgment, the movement of the head was not well. There were no patient symptoms reported as a result of this event. The product was never implanted and will be returned. Update: when an attempt was made to adjust the position of screw head after inserting the screw, the movement of the head was stiff and difficult (the position of latch was not adjusted). No feeling like it was inserted too deeply. Although the movement of the product improved a lot during the physician moving the product with finger several times, the product was replaced with a new one. Additional info received. There were no patient symptoms/complications. Levels implanted: left c4 pre-operative diagnosis: cervical spondylosis

Manufacturer narrative:
H3: product analysis: visual and optical inspection did not reveal any damage to the head or the threads of the screw. Dimensional inspection confirmed the screw was made to print. No fault found. Feature or dimension screw saddle width ø 8.2+0.05-0.08 specification location 3603508-02 loc. A11 measurement method micrometer 00088 inspector & date sa (B)(6) 2021 measurement results 8.25 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis: visual and optical inspection did not reveal any damage to the head or the threads of the screw. Dimensional inspection confirmed the screw was made to print. No fault found. Feature or dimension screw saddle width ø 8.2+0.05-0.08 specification location 3603508-02 loc. A11 measurement method micrometer 00088 inspector date sa 29 mar 2021 measurement results 8.25 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a field contact regarding a product being used in posterior cervical fusion procedure, for a spinal therapy. It was reported that, after the reported product was inserted, an attempt was made to adjust the angle of the head, at the time, it became hard and could not move. The product was not inserted deeply and it did not interfere with the bone. Even though the product was removed and touched by hand, according to physician's judgment, the movement of the head was not well. There were no patient symptoms reported as a result of this event. The product was never implanted and will be returned. Update: when an attempt was made to adjust the position of screw head after inserting the screw, the movement of the head was stiff and difficult (the position of latch was not adjusted). No feeling like it was inserted too deeply. Although the movement of the product improved a lot during the physician moving the product with finger several times, the product was replaced with a new one.